Manufacturer narrative:
On june 23, 2021, the mentor failure analysis lab received the device for evaluation. On june 29, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 200cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A second product was received (lot-7341416). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating the patient's previously unknown device was a 200cc mentor smooth round moderate plus profile saline breast prosthesis. A lot number was also provided. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a breast augmentation revision with an unspecified mentor saline implant and experienced a deflation on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.